Manufacturer narrative:
(B) (4): this event concerns a device that was manufactured and used outside the united states. During an internal review process, the company discovered that this MDR was prepared but inadvertently was not submitted. Therefore, the MDR is being submitted at this time. The analysis is pending.

Event description:
The event described in this MDR report is related to an observation on a functioning demo model - no pt was involved. Reportedly, the automatic lead measurement activation during implantation failed; once the memory feature (aida) was activated, the lead measurement feature was also activated.